Event description:
I have had type 1 diabetes for 61 years and an insulin pump for 20. I am an experienced diabetic and am keenly aware of the challenges of managing the various issues long term diabetes can present. Last evening at 5:00 pm-est, I switched out the tandem pump infusion set, which I have done 100's of times. My blood sugar at that time was 150. My blood sugar went up and up all evening and night regardless of how much insulin I pumped. My cgm (continuous glucose monitor) and glucose meter only go up to 600 so I don't know how high it actually went. I also injected an extra dose of 15 units, at 2:00am without any apparent impact on the terribly high bs (blood sugar). When I awakened this morning at 7:00am my blood sugar was still over 600. I changed the tandem infusion set and the vial of lilly u-100 insulin. I injected an additional bolus of 15 units. Blood sugar came down as expected. I don't know if the failure was tandems infusion set the vial of insulin suddenly died.